Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility biomedical engineer (biomed tech) reported during preventative maintenance rinse mode the machine began alarming with ¿v104/108 stuck closed¿ alarms. The machine was removed from service. Per biomed tech the technical support representative recommended to examine the distribution box 2 circuit board, and when the biomed tech removed the component three pins were noticeably corroded and a portion of the board appeared burnt. Per biomed tech confirmed no smoke or visible flames were reported prior to the incident and stated the distribution box 2 circuit board was replaced and the machine was calibrated, and was placed back in service as a back-up machine without further issue. Per biomed tech stated the component was being returned for evaluation.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility biomedical engineer (biomed tech) reported during preventative maintenance rinse mode the machine began alarming with ¿v104/108 stuck closed¿ alarms. The machine was removed from service. Per biomed tech the technical support representative recommended to examine the distribution box 2 circuit board, and when the biomed tech removed the component three pins were noticeably corroded and a portion of the board appeared burnt. Per biomed tech confirmed no smoke or visible flames were reported prior to the incident and stated the distribution box 2 circuit board was replaced and the machine was calibrated, and was placed back in service as a back-up machine without further issue. Per biomed tech stated the component was being returned for evaluation.

Manufacturer narrative:
Additional information: plant investigation: the gen2 hydraulics distribution board was returned for burned spots and v104/108 stuck closed message (reported failures). A visual inspection on the found corrosion (back of board) on pins 13, 14, &15 of j1 connector. No signs of heat damage, charred marks, sparks, and/or burning smell on the front and back of the board. The gen2 hydraulics distribution board was installed and tested on a test machine to investigate for the reported failure. The test machine completed a rinse and self-test program without any alarms/failures. The gen2 hydraulics distribution board did not fail during testing. The customer stated replacing the bicarb rinse port resolved the ¿v104/108 stuck closed¿ message. The device history record did not reveal any issues or problems related to the reported symptom code(s). A serial number search in the ptc complaint system of the complaint machine serial number found no other complaints with the same symptom code within 90 days of the notification date.